Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reports issues with the insulin pump and going to their physician to get his basal rates adjusted. The customer had a blood glucose of 400 mg/dl. The customer changed their infusion set. The customer's physician took them off of the insulin pump and gave them shots. Troubleshooting was performed. The customer's current blood sugar is 180 mg/dl. The customer reports having difficulty breathing, nausea, chills and a headache. The customer had no medical intervention. Nothing is returning.